Event description:
Upon medical record review by a medical professional, additional operative notes indicate that the patient suffered from dislocation.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.